Manufacturer narrative:
The power management tool confirmed power error 25 alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump was received with a cracked case (corner of belt clip rails) and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed a power error detected alarm repeatedly every hour. Customer was able to successfully clear the alarm and complete the insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.